Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9081759 passed the biological indicator sterility test result (bi) acceptance criteria before release. Hence, root cause could not be determined.

Event description:
It was reported that bd 5ml luer-lok¿ syringe ink was discolored. This occurred on 16 occasions before use. The following information was provided by the initial reporter: ink on packaging discolored - red tinged. Ot refusing to use product as concerned sterility is compromised. 04nov2019: additional information received from customer: it was the print on the wrapper containing the syringe. All information could be read and none was missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 5ml luer-lok¿ syringe ink was discolored. This occurred on 16 occasions before use. The following information was provided by the initial reporter: ink on packaging discolored - red tinged. Ot refusing to use product as concerned sterility is compromised. 04nov2019: additional information received from customer: it was the print on the wrapper containing the syringe. All information could be read and none was missing.